Event description:
During a surgery that took place on (B)(6) 2025, the surgeon encountered an issue with the admiral 4-level plate (exact part number not provided). The locking cover mechanism of the admiral 4-level plate would not cover the intended screw holes. The screws were not proud and the plate was flush. The surgeon suctioned around the plate and screws to ensure there wasn't anything blocking the locking cap. Multiple follow-up attempts were performed to obtain further information regarding this event; however, the customer was unresponsive. The admiral 4-level plate is not available for evaluation.

Manufacturer narrative:
The admiral 4-level plate is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events, bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.